Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had rewind anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump was slower during rewind and had cracks and scratches. The customer also reported that the insulin pump had depleted battery life. The device is not expected to be returned for analysis.